Event description:
A caller reported a data error alert, specifically data error alert 4. The customer's blood glucose level ranged from 54-500mg/dl (3.0-27.7 mmol/l), which did not indicate an adverse impact. In the meantime, the customer opted to use multiple daily injections as a backup. No further actions were necessary.